Manufacturer narrative:
Follow-up # 1: device evaluation: the retain test strips passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter had a power issue ¿ the meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred ¿around (B)(6) 2015¿. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. An unknown period of time after the alleged product issue occurred, the patient developed the symptoms of ¿very, very shaky and weak¿. In response to this, at an unspecified time on (B)(6) 2015, the patient self-treated by consuming more food and/or drink. The patient also measured their blood glucose on another unknown device at this time and obtained blood glucose readings of ¿66 and 44 mg/dl¿. At the time of troubleshooting the cca had the patient insert a new test strip in to the meter and it turned on. It also turned on when the power button was pressed. There was no misuse of the product. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 - 08/28/2015. Correction : supplemental sent to correct information previously sent. Alert date in previous fu1 should read (B)(6) 2015. "Device returned to mfg date:" should be empty. Eval codes should not have been present in fu 1.

Manufacturer narrative:
Follow-up # 3 - the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.